Manufacturer narrative:
Reporter is a synthes employee. Part: 03.010.103. Lot: 67p2232. Manufacturing site: (B)(4). Release to warehouse date: 27. Aug. 2020. A manufacturing record evaluation was performed for the finished device 03.010.103 lot: 67p2232 and no non-conformances were identified. Visual inspection: the drill bit ø3.2 calibr l145 3flute (p/n: 03.010.103, lot #: 67p2232) was returned and received at us customer quality (cq). Upon visual inspection, the distal tip was observed to be broken. No other issues were observed with the returned device, device failure/defect identified? Yes. Dimensional inspection: measured dimensions: shaft diameter = within specification. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed drill bit 3-flutes dx.x. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. The complaint condition was confirmed for the drill bit ø3.2 calibr l145 3flute (p/n: 03.010.103, lot #: 67p2232). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that two (2) drill bits broke during the procedure. This report is for one (1) 3.2mm three-fluted drill bit qc/needle point/145mm. This is report 1 of 2 for (B)(4).